Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that they were getting change sensor alarm. The customer had blood glucose level of 40 mg/dl. The customer's blood glucose was 121 mg/dl at the time of the call. The product was returned for analysis.